Event description:
The pt underwent diagnostic coronary angiography. The cardiolgist attempted arteriotomy closure with a prostar plus 10 fr pvs device. Reportedly, the angle of insertion was greater than 45 degrees. He met with resistance on deployment, but continued to deploy. The instruction for use caution against both angles of insertion greater than 45 degrees and continuing to deploy after resistance is met. Three needles presented fully, with only the tip of the fourth needle presenting. Backdown was not successful. The device was removed after incising the access site to access the fourth needle and a suture was placed on the artery to achieve hemostasis. The pt was doing fine following the procedure. Eval of the returned device indicated that the needle that did not present fully had not followed its intended track into the barrel of the device.